Manufacturer narrative:
No product was returned to manufacturer for evaluation. Journal article was found by a roche employee. Will not be returned to manufacturer

Event description:
According to an in press case report titled "an error in the coaguchek s device results in prosthetic heart valve thrombosis" (van den brule, judith m.d., romkes, johannes h, et al), a (B) (6) patient "presented with sudden onset dyspnoea for the past month." The patient had been monitoring his inr using the coaguchek s system for the past 6 months and received results between 2.6 and 3.9 inr which his warfarin doses were based on. The case report indicates that while at the hospital, the patient tested 4.3 inr on the coaguchek s system while a comparison lab returned as 2.9 inr. A repeat test was performed; patient tested 5.3 inr on the coaguchek s system while a comparison lab returned as 3.1 inr. The patient was diagnosed with an "obstructive valve thrombosis" for which he received "fibrinolytic therapy". The patient's symptoms improved. The authors suggest that the patient's "inadequate anticoagulation" therapy may have contributed to the thrombosis.